Event description:
It was reported that during the atrial fibrillation ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear was selected for use. It has been mentioned that sheath was not able to advance through the vein because the tip of the sheath rolled back on itself when the physician was trying to advance sheath in the vein. The troubleshooting steps included trying to fix the tip of the sheath yet no improvement. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported.

Event description:
It was reported that during the atrial fibrillation ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear was selected for use. It has been mentioned that sheath was not able to advance through the vein because the tip of the sheath rolled back on itself when the physician was trying to advance sheath in the vein. The troubleshooting steps included trying to fix the tip of the sheath yet no improvement. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. 15apr2025: device is returned.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the returned sheath. Functional evaluation observed the sheath to successfully achieve and maintain deflection. Analysis of the returned sheath found the distal tip of the shaft to be deformed. A comparison of the returned sheath and a non-complaint product return sheath confirmed the deformity. The inner diameter of the distal tip was also measured to be in out-of-specification according to the design specifications. Based on these findings, the deformity of the distal tip was identified as the cause of the allegations as it affected the dimension of the shaft and resulted in difficulty to use.